Manufacturer narrative:
One quadripolar, therapy ablation catheter was received for evaluation. The distal portion of the catheter was noted to be torn, exposing internal components of the catheter. Electrode 4 was also noted to be partially detached from the catheter shaft. The cause of the reported device entanglement and withdrawal difficulty is consistent with damage during use.

Event description:
During an atrioventricular reentrant tachycardia procedure, the therapy ablation catheter became stuck in the femoral artery resulting in an injury to the vessel and required an angiogram to remove from the patient. During the procedure, the therapy ablation catheter was being maneuvered retrograde through the femoral artery. It was attempted repeatedly to maneuver and reposition the therapy ablation catheter to get to an area of the left atrium. The therapy ablation catheter was pulled back into the femoral artery when fluoroscopy was utilized, and it was noted that the therapy ablation catheter had looped on itself. The therapy ablation catheter was stuck in the femoral artery. An angiogram was used to guide the removal of the therapy ablation catheter. There was a small injury to the vessel and at this point the procedure was aborted. The injury was stabilized, and the patient left the room in stable condition.

Event description:
During an atrioventricular reentrant tachycardia procedure, the catheter became stuck in the femoral artery resulting in an injury to the vessel and required an angiogram to remove from the patient. During the procedure, the catheter was being maneuvered retrograde through the femoral artery. It was attempted repeatedly to maneuver and reposition the catheter to get to an area of the left atrium. The catheter was pulled back into the femoral artery when fluoroscopy was utilized, and it was noted that the catheter had looped on itself. The catheter was stuck in the femoral artery. An angiogram was performed prior to removing the catheter. The angiogram did not reveal any major perforation or bleeding. Following the removal of the catheter, protamine was administered to the patient, as there was bleeding. Pressure was applied to the groin until the bleeding stopped. There was a small injury to the vessel and at this point the procedure was aborted. The injury was stabilized, and the patient left the room in stable condition. The physician alleges that there was a small perforation to the vessel due to the loop that was created in the vessel and the amount of bleeding following the removal of the catheter. Ultimately, when the catheter was pulled out of the vessel this created a small perforation.